Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008;79(7):789-795. We investigated the cognitive, and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. A total pts who underwent dbs were compared with medically treated pts with pd at baseline, and at 6 months for neuropsychological measures. Reportable event: one of the pts who underwent dbs converted to dementia over 6 months compared with none of the pd controls. This pt was a male who had been diagnosed with pd for 13 years. His wife reported confusion post-dbs that resolved after 2 wks and hallucinations that resolved after 8 wks. Six months following surgery, he experienced a marked improvement in his dyskinesias. While his "off" medication motor updrs score improved from 60 to 57 following surgery, his "on" score declined. He continued to experience freezing, and he had "drop attacks". Heis mmse score declined to 23/30. Memory, initiation, perseveration, fluency and both verbal and visual memory declined significantly. Mood remained consistent. See mfg report 218220705638.